Manufacturer narrative:
Investigation summary: the reported event of fluid ingress within the ubc was not confirmed. The ubc was not returned for analysis and no additional files were associated with the reported event. The damage to the ubc was unable to be identified or confirmed. The patient was given a loaner device until a new ubc arrived and no further issues have been reported. The root cause of the fluid ingress was the reported event of sani-cloth fluid accidentally falling inside of the charger. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 months 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient was traveling, when a sani-cloth fluid fell inside the charger and burned out the internal parts. The patient was given a loner until new equipment arrived. No additional information was reported.